Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device was heating up. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to august 20, 2002. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed the device had a temperature reading of 105 degrees at the elbow and 106 degrees at the base which both exceed the operational specification (103 degrees). Therefore, the reported condition was confirmed. It was further determined that the bearings were worn out causing the device to exceed the operational specification. The assignable root cause was determined to be wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.